Event description:
The facility reported a flo-gard infusion pump with a broken door that does not function; this condition had the potential to interrupt delivery. The event was reported to have occurred after delivery in the medicine d department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a pump with a door that does not function was confirmed by service. The cause of the reported condition was determined to be a broken door. The device was returned to the customer with no repairs made. Additional information: a service history review revealed no previous service events were related to the reported condition.